Event description:
A 159kg patient was sitting on the bariatric chair at the time of occurrence. The nurse and another health care provider were in the process of returning the patient to her hospital bed. The nurse used the hand control to place the chair in the bed position and raised it to match bed height. As the chair was pushed towards the head section of the chair suddenly lowered causing the nurse to intercede to keep the patient from sliding off. The patient was post operative and the sudden stretching caused pain. Now further problems were found. The staff was able to re-straighten the chair and complete the transfer. The chair was then pulled from service and sent to biomed. The biomed department was unable to duplicate the problem but due to the potential danger involved they sent the chair to the manufacturer for a check. The manufacturer service representative was also unable to duplicate the problem.======================manufacturer response for bariatric chair, sizewise (per site reporter)======================manufacturer checked unit and was unable to duplicate malfunction